Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. An internal visual inspection identified no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient encountering several draining slowly messages during drain 1 of 4. The patient discontinued treatment after a large drain. A review of the patient¿s treatment records identified that the patient drained 3305 ml during drain 3 of 4 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was also experiencing drains issues and could not drain manually. The patient was sent to interventional radiology (ir) for evaluation where it was discovered that the patient's catheter (not a fresenius product) had flipped. The issue was not related to any fresenius product or device. The catheter was removed and the patient was temporarily placed on hemodialysis (hd). The patient is scheduled to return in a few weeks for placement of a new catheter. The patient will transition back to pd approximately a month after the placement of the new catheter once the site has fully healed. The patient confirmed during follow-up that the cycler has not been returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient encountering several draining slowly messages during drain 1 of 4. The patient discontinued treatment after a large drain. A review of the patient¿s treatment records identified that the patient drained 3305 ml during drain 3 of 4 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was also experiencing drains issues and could not drain manually. The patient was sent to interventional radiology (ir) for evaluation where it was discovered that the patient's catheter (not a fresenius product) had flipped. The issue was not related to any fresenius product or device. The catheter was removed and the patient was temporarily placed on hemodialysis (hd). The patient is scheduled to return in a few weeks for placement of a new catheter. The patient will transition back to pd approximately a month after the placement of the new catheter once the site has fully healed. The patient confirmed during follow-up that the cycler has not been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: b3 (event date), d10 (concomitant product therapy dates) g3 (date received). The date received on the initial MDR submission was incorrectly reported as 3/15/2024. The correct date received is 3/14/2024.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient encountering several draining slowly messages during drain 1 of 4. The patient discontinued treatment after a large drain. A review of the patient¿s treatment records identified that the patient drained 3305 ml during drain 3 of 4 of the treatment. This drain volume is 184% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was also experiencing drains issues and could not drain manually. The patient was sent to interventional radiology (ir) for evaluation where it was discovered that the patient's catheter (not a fresenius product) had flipped. The issue was not related to any fresenius product or device. The catheter was removed and the patient was temporarily placed on hemodialysis (hd). The patient is scheduled to return in a few weeks for placement of a new catheter. The patient will transition back to pd approximately a month after the placement of the new catheter once the site has fully healed. The patient confirmed during follow-up that the cycler has not been returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.